Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the interconnect cable needed to be replaced. No pt injury was reported.